Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a device upgrade. Prior to the procedure, the physician noted the patient's implantable cardioverter defibrillator (ICD) was not measuring the high voltage impedance. The patient was asymptomatic. The physician explanted and replaced the ICD. The patient was stable throughout.